Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient fainted on the way to the hospital during ventricular fibrillation. Device therapy was provided which converted the patient to sinus rhythm. Upon interrogation, the left ventricular lead exhibited high thresholds. The device was reprogrammed to rv pacing. The patient was in stable condition and would continue to be monitored.